Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 04/18/2018, stating that on (B)(6) 2018, lead safety switch occurred on rv lead for high impedance. The bipolar impedance measurement were from 700 ohms to 3000 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6), tx. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).